Event description:
On (B)(6) 2012 the reporter contacted animas and stated the up, down, and ok keypad buttons had delayed responses, requiring multiple presses to respond. The reporter alleged the keypad is intact with worn lettering. The patient reportedly wore the pump exterior to clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation found all keypad keys to be intermittently unresponsive. Removed keypad to inspect key contacts for contamination, which was found under all the key contacts. Unrelated to this complaint, the display is faded and discolored upon start up and difficult to read. Replaced faded display with test display. The test screen is fully functional and testing was completed with the test display.